Manufacturer narrative:
An event of material deformation (inflow edge of the valve capsule) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the cause for the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system was selected for use to implant a 27mm navitor valve. During device preparation, no complications/abnormalities/anomalies were reported. During the catheter introduction phase, when the delivery system was 30cm into the patient, deformity of the edge of the black capsule containing the navitor valve was observed. The inflow edge of the valve capsule was deformed and with a slightly larger diameter. The delivery system was exchanged for a new large flexnav delivery system, which was successfully used to implant the same 27mm navitor valve. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of material deformation (inflow edge of the valve capsule) was not confirmed. The device was returned for analysis, and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the cause for the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.